Event description:
It was reported that the patient is no longer receiving stimulation due to inability to charge scs ipg. It was also reported that he is unable to establish communication between his scs ipg and external devices. The system is to be evaluate as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.